Event description:
The lens was removed and replaced with a monofocal lens at the pt's request due to his inability to adapt to multifocality of the lens.

Manufacturer narrative:
Lens was rec'd cut in pieces with a distorted haptic. Prod history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is mfg related. Pt was unable to adapt to the multifocality of the lens. Visual effects are a known possible side effect of multifocal lens implantation.